Manufacturer narrative:
(B)(4). Information contained in this report was previously submitted through asr on (B)(6) 2011. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: brown particle material was noted on the shell of the device. Discoloration and wear abrasion were noted at the thinner surface of the shell. A fold/crease of the shell was noted. The weight of the device was confirmed to be within specification. No observations were made from microanalysis. The events of capsular contracture and silicone migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "left side wrinkling, gel bleed which in turn led to silicone migration into the muscle next to the left breast causing that muscle to spasm;" capsular contracture, baker grade iii.

Event description:
Patient reported left side wrinkling, gel bleed which in turn led to silicone migration into the muscle next to the left breast causing that muscle to spasm. Patient has a baker grade iii capsular contracture on this left side, wrinkling and pain due to capsular contracture. Per doctor's office, left side rupture. Additionally reported was that ¿they still have the capsules from tainted, recalled, textured breast implants and is still at risk of acquiring alcl¿ and ¿fear, stress." Treatment occurred, device removed and replaced.